Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Patient later reported "rupture" and "textured to smooth due to the concerns of the product". Healthcare professional later reported "possible rupture" and "patient is also concerned about the textured biocell product". Healthcare professional later confirmed "rupture". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Patient later reported "rupture" and "textured to smooth due to the concerns of the product". Healthcare professional later reported "possible rupture" and "patient is also concerned about the textured biocell product". Healthcare professional later confirmed "rupture". This record is for the right side. The device has been explanted.